Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cyst that tested positive for staff infection", "possible cross contamination", concern with product.

Event description:
Patient reported left side exchange from textured to smooth implants due to concern with the product, "cyst that tested positive for staph infection" and "possible cross contamination.". Device remains implanted.